Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, during which no anomalies were found anywhere on the device. A review of the device history record revealed no production related anomalies. The actual sample was set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. At 1500 rpm, abnormal squealing began at the final few seconds of the interval. During the entire intervals of 1800 rpm and 2100 rpm the abnormal squealing sound occurred. The squealing sound could not be heard during any other time. It was determined that the issue is likely due to an abnormal interaction between the seal rotor and the stator surface, and the complaint was confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, noise could be heard from the centrifugal pump. During the first hour of operation, there were no issues noted, but after this the unit became noisy. At first it was believed that the noise was coming from the centrifugal machine, so this was changed out, but the noise continued. The centrifugal pumphead was then changed out. Blood loss of less than 80ml. Product was changed out. Surgery was completed successfully.